Manufacturer narrative:
H10: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider (hcp) stated that there was no issue with the pump. The healthcare provider offered a dye study, and the patient refused. No further information was provided. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity/cerebral palsy indications for use. It was reported that the patient was in the emergency room (ER) and there was concern of a pump malfunction. The technical service (ts) called the healthcare provider (hcp) back and the hcp stated that he had already spoken to his rep and did not need further assistance. Additional information was provided from a healthcare provider (hcp) stated that the patient had withdrawal-type symptoms about 2 days ago and went to the emergency room (ER). The hcp went to view the report from the previous refill but could not find it on any of their tablets. The healthcare information technology hcit tried to help her find it but also could not. The hcp was thinking that the pump may not have been updated and was under the impression that the pump would stop if it thought it was empty. Reviewed the pump will continue to run even if it thinks it's empty. It was noted that a company representative (rep) checked the pump when the patient was in the ER and the pump had ~12 ml which the patient thought was unusual since she had a refill a few weeks before that. She was contacting the rep to try to get a copy of the report.